Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. Device received with stripped battery cap(p) coin slot.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had motor error alarm. The customer's blood glucose was unknown. Customer stated that they were unable to remove the battery cap on their pump. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer tried to rewind the insulin pump and it said no delivery. Customer reported that the drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.